Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4 reference MFR report: 1627487-2018-02274, 1627487-2018-02275 and 1627487-2018-02299. It was reported the patient was not receiving effective stimulation therapy from the scs system. The patient reported experiencing strain in the neck area. The patient also stated she was not receiving stimulation coverage in her pain area. A company representative met with the patient and attempted to reprogram the epidural leads but was not able to cover the patient's bilateral extremities. In addition, x-ray confirmed the peripheral (off-label) leads migrated. Follow up information identified the patient's scs system was removed.